Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawers 1.1 and 2.1 were not opening; possibly a latch getting stuck. Required technicians to enter and troubleshoot for anesthesiologists during middle of cases. That had occurred multiple times over past week. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had damaged slide. A field service engineer (fse) replaced the slide and then tested the system using the hardware test application. Additionally, fse removed the pacemaker magnet from the pas station located in the same drawer. The system functioned as intended after the field service engineer repaired the device.